Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 555mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer states they had bent cannula. The customer is being sent replacement sets. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
The information provided with the initial complaint was not complete. The complete information has been provided with this report. .

Event description:
It was reported via phone call when the customer was hospitalized their blood glucose ranged between 396mg/dl-555mg/dl. Customer reported the following symptoms headache, thirst and not feeling well. During the hospitalization the customer's outcome was that he was treated with insulin, tiaxolate, pain shots and anxiety medicine.